Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-21906. It was reported that the patient presented to clinic for follow up. It was noted that noise episode was recorded on the right atrial and right ventricular leads. No intervention was performed and the patient would be monitored. The patient was stable.